Event description:
It was reported that this inflatable penile prosthesis was removed as the patient had difficulty inflating the device due to the cylinders were crossed over and caused discomfort. A new inflatable penile prosthesis was implanted. No further patient complications were reported.